Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patient had dislocated their primary total hip. Surgeon and his partner revised the components to provide more stability. A 54x36mm +4 poly liner and a 36mm +1.5mm metal head were removed and replaced with a 54/47 pinnacle dual mobility liner, 47/28mm bimentum altrx liner and 28mm +8.5mm ts ceramic femoral head. The lot number of the liner and head that were explanted were very difficult to read and may not be accurate. This was the best I could tell from reading off of the implants. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4) device photo ad 22 aug 2023 - 1 and (B)(4) device photo ad 22 aug 2023". Visual analysis of the photo was not able to confirm the complaint since no x-ray evidence was provided in order to observe the dislocation event. No visible defects on the articuleze m head 36mm +1.5 were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for articuleze m head 36mm +1.5. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had dislocated their primary total hip. Surgeon and his partner revised the components to provide more stability. A 54x36mm +4 poly liner and a 36mm +1.5mm metal head were removed and replaced with a 54/47 pinnacle dual mobility liner, 47/28mm bimentum altrx liner and 28mm +8.5mm ts ceramic femoral head. Doi: unknown, dor: (B)(6) 2023, affected side: left hip.